Event description:
It was reported that the customer received a low reservoir alarm, went to prime and was unable to activate anything. The esc and act buttons were not responding as well. The customer took out the battery twice and, afterwards, received a battery fail test. The customer received a low reservoir alarm again. The customer stated that only the down arrow button was working and that she received a button error alarm. The customer also stated that she was experiencing severe high and low blood glucose levels. The customer stated that, at one point, she had blood glucose levels over 600 mg/dl. Customer stated that she was swimming with the insulin pump in her bathing suit. Customer stated that the insulin pump was in the water for two minutes. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarm. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. No moisture damage was noted on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.